Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine testing time, the cardiosave intra-aortic balloon pump (iabp) unit not holding charge. There was no patient involvement reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not holding charge. There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Tested the device. Unit found working as per specifications. Can not replicate the reported fault. Handed over to the customer.